Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: (B)(4)- improper technique of obtaining or applying blood sample. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to contact the customer via telephone. Unable to send product notification letter to customer as no address on file.

Event description:
Consumer reported complaint for e-0: invalid hematocrit. The e-0 error occurred as soon as the blood sample was absorbed. The error occurred with multiple test strips. The customer did not leave the test strip vial open. The customer's expected blood glucose test result range was undisclosed. At the time of the call the customer reported symptoms of shakiness and confusion; the customer denied the need for medical attention at the time of the call. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced test result of 126 mg/dl using truemetrix meter. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history.